Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had foreign material in the instrument channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, h2, h6, h11. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.